Event description:
After pre-dilation with a 3.0 x 15mm aqua t3 balloon, a 3.0 x 28mm cypher stent was implanted. The proximal part of the cypher stent was not opened properly so a 3.5 x 10mm aqua t3 balloon was used to post-dilate the lesion. The stent still did not open properly and during post dilation a proximal edge dissection occurred. The lesion was in heavily calcified left anterior descending artery. Two sonic stents (3.5 x 13mm and 3.0 x 23mm) were used to cover the lesion.